Manufacturer narrative:
Concomitant products: product ID 97740, serial# unknown, product type programmer, patient; product ID neu _unknown_lead, serial# unknown, product type lead. (B)(4).

Event description:
It was reported that the night prior to report the patient stopped feeling stimulation. It was noted that there was no stimulation sensation. The patient was unable to adjust stimulation. The patient was unable to communicate with the patient programmer. It was noted that the issue began on the date of report and she was able to use it previously. The patient asked what she needed to see on the screen to feel the vibrations. It was verified the patient was placing the paddle directly over the implant. The patient sated that they still had bandages on the incision site. It was noted that the patient was only getting the poor communication information screen. Patient services had the patient reconnect without the antenna. The poor communications screen was noted. It was reviewed with the caller that there may be pocket swelling which could result in difficulty for successful communication between ins and patient programmer. The caller stated she did not want to wait a few days for the healing process and would like to use her stimulator. The patient noted that they were able to communicate previously. There were no falls or trauma reported. The caller asked for a manufacturer representative to speak with them. It was later reported by the healthcare professional (hcp) that the cause of event was determined and it was not device related. It was noted that the patient did not know how to use the programmer. It was noted that the date of the meeting was (B)(6) 2014 and there was no reprogramming needed.